Manufacturer narrative:
Continuation of d11: product ID 3888-33, lot# j0511420v, implanted: (B)(6) 2005, product type lead product ID 977a190, serial# (B)(6) , implanted: (B)(6) 2016, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that the ins was reprogrammed on (B)(6) 2020. The ins and lead were then explanted and replaced on (B)(6) 2020. The event was related to the device or therapy. The event was resolved without sequelae on (B)(6) 2020. No further patient complications were reported as a result of this event.

Event description:
Additional information received indicated that the lead migrated/dislodged. The patient had an increase in pain. The lead was explanted and disposed.

Manufacturer narrative:
Continuation of d10: product ID: 3888-33, lot#: j0511420v, implanted: 2005 (B)(6), product type: lead. Product ID: 977a190, serial#: (B)(6), implanted: 2016 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3888-33, lot# j0511420v, implanted: (B)(6) 2005. Product type lead. Product ID 977a190, serial# (B)(6), implanted: (B)(6) 2016. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Loss of therapeutic effect was reported.

Manufacturer narrative:
Other relevant device(s) are unreporting: product ID: 3888-33, lot#: j0511420v, implanted: (B)(6) 2005, product type: lead. Product ID: 977a190, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3888-33, serial/lot #: (B)(4), ubd: 03-feb-2009, UDI#: (B)(4). Product ID: 977a190, serial/lot #: (B)(4), ubd: 07-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a spinal cord stimulator. It was reported that the patient had pain and was unable to charge their ins because it was dead. Medtronic representative were unable to get it re-started after multiple attempts. Patient was initially able to control their pain well with the scs and with medications. They did do some recent physical therapy, which helped, but was not sustained. Overall, is interested in getting a new, rechargeable, battery. It was further stated that radiography were obtained, which showed caudal migration of the cervical lead to t1-t2. No further complications were reported/anticipated at this time.